Event description:
Distributor called about the device reading high on its calibration check. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.